Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. Vibration test and manual tests were not able to be performed due to the perpetual rebooting. The reported event of no audio output was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.